Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable cardioverter defibrillator (ICD) system was explanted, cultures were taken, and antibiotics were administered. The system was replaced several days later. No further patient complications have been reported as a result of this event.